Event description:
It was reported that the left ventricular lead exhibited low lead impedance. The measurement was not reproducible in the clinic. The lead remained implanted.

Manufacturer narrative:
(B)(6).